Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose levels were 489 mg/dl, 453 mg/dl, 410 mg/dl, 388 mg/dl, 254 mg/dl and 168 mg/dl. The customer reported she was low when she woke up so suspended the insulin pump and did not cancel the suspend which lead to high blood glucose level. The customer treated herself with bolus delivery. The customer declined troubleshooting for high blood glucose level. It was unknown if the insulin pump was on auto mode at the time of incident. The insulin pump will not be returned for analysis.